Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report battery issues and a no delivery alarm. The customer's reading was 216 mg/dl. The customer treated with manual injections. The customer received a weak battery alert and a failed battery test alarm, and was able to clear both alarms. The customer was advised to monitor the issue and to call back if problems persisted. The customer was sent a replacement battery cap. Nothing was returned.